Event description:
I would experience pain and constipation. I would end up in the hospital emergency room constantly from the horrible stomach pain. I would have to have a tube put up my nose down to my bowels to decompress my bowels. This happened three times before I had my 2nd surgery concerning the mesh. As the doctor was starting my recent surgery, he noticed the mesh was so tangled in my bowels it took him four hrs to cut the mesh out little by little because it was so horribly tangled. I am now still recovering day by day from the (B)(6) surgery and wondering what can be done concerning the mesh, pain and suffering I have experienced. It was a very intense and horrible experience.